Event description:
It was reported that an ilet user experienced prolonged hyperglycemia at 400 mg/dl for over five hours while alerts were turned off, and engineering logs were requested and reviewed. Customer care reviewed the device data and provided remote troubleshooting. Investigation of this case revealed that meal announcements were made to address high glucose, and a site change was performed, after which glucose returned to range; no device malfunction was identified. No symptoms associated with elevated blood glucose. Outcomes included no reported injury, and no hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause with user-selectable alert settings contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.